Event description:
Dealer is stating that the end user was on the school bus from what they can remember, and the wire got caught and pulled. End user didn't even notice at the time it happened, wasn't till later that they noticed it and put duct tape around it. The affected cord (with the duct tape)goes from the controller to the motor.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.